Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that "case was l5-s1 alif using anchor l. Cage was placed according to technique guide using all in one guide. While placing the final screw, the flexible screwdriver broke. Surgeon had to use straight screwdriver as a replacement."

Manufacturer narrative:
Reportability awareness day was incorrect. Another supplemental will be completed, when the investigation is complete.

Event description:
It was reported that "case was l5-s1 alif using anchor l. Cage was placed according to technique guide using all in one guide. While placing the final screw, the flexible screwdriver broke. Surgeon had to use straight screwdriver as a replacement."